Event description:
The customer reported that they received an erroneous result for one patient sample tested for vancomycin. The customer stated that they found fibrin in the sample. The sample initially resulted as 1.8 ug/ml and this value was reported outside of the laboratory. The initial result was questioned, so the sample was repeated. The repeat result was 32 ug/ml and this value was believed to be correct. The patient was not adversely affected. The vancomycin reagent lot number was 61188001, with an expiration date of 12/31/2015. The field service representative could not determine a cause. The customer explained to the field service representative that they appeared to have found fibrin on the bottom of the sample probe after further inspection. The field service representative ran precision studies with control materials for several tests. After running precision studies, the customer calibrated the vancomycin assay and ran controls; everything seemed ok. The system was found to be up and operational, without any issues. The customer later stated that they discovered that many samples from the same collection site have fibrin and the customer assumes that there was an issue with collection of the samples.

Manufacturer narrative:
Investigations conclude that a general issue with the instrument or reagent can be excluded since controls were close to targets both before and after the event. A specific root cause could not be determined based on the provided information. Since the customer found fibrin in the sample, the most likely cause is assumed to due to pre-analytical handling of the sample.